Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
The unit had an out of box failure, patient interface test failed.

Event description:
The unit had an out of box failure, patient interface test failed. There was no patient involvement.

Manufacturer narrative:
Event site postal code: (B)(6). A getinge field service engineer (fse) stated that the patient interface test failed with a newly installed safety disk. The membrane start prs. 3mmhg. The membrane end prs. 9mmhg the membrane diff prs. 6 mmhg. Fse performed this test several times, and in all cases, the test failed. The defective components were received for further investigation. The failure analysis and testing dept. Received the safety disk with a reported unit failure of the pim test failed. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition.the failure analysis and testing dept. Installed the safety disk serial number into the cardiosave test fixture serial number and tested the safety disk to factory specifications per procedure number (B)(4) revision e and the cardiosave service manual part number 0070-00-0639 revision r. The safety disk failed the membrane differential test with the result of 8mmhg. The factory specification is +-6mmhg. The fat was able to replicate the failure of the pim test failing. The safety disk failed testing. Retaining the safety disk in the fat per procedure number (B)(4) rev.aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.